Event description:
Event description guidant received information that this pacemaker reached eri after 39.1 months of implant time. At the replacement procedure, no capture could be obtained with the associated ventricular lead in bipolar and unipolar mode, despite maximum output. High thresholds and a fracture of the lead were suspected. The lead was removed from service and a new lead was implanted and interfaced to the newly implanted pacemaker.